Event description:
The customer reported the ventilator was displaying low inspiratory pressure without an audible alarm. The customer reported there was pt involvement with no harm to the pt.

Manufacturer narrative:
(B)(4). Pt info was requested and the customer stated the info is not available.